Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient experienced nausea, blurry vision, headaches, and high blood pressure. The cgm was reading low values and therefore the patient was self-treated with carbohydrates. The patient called a consultant hotline for assistance and was taken by a friend to the hospital. At the hospital, they took the measurements, and the cgm was reading 2.3 mmol/l and the blood glucose reading was 49.0 mmol/l. The patient was treated with IV medication. The patient stayed overnight at the emergency room and was discharged the next day. At the time of the report the patient had recovered and was only still experiencing a slight headache. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.